Event description:
During preparation for cardiopulmonary bypass, level sensor fixation pads would not stick to the oxygenator reservoir. There were no adverse consequences to the patient as a result of this event.